Event description:
It was reported, the inner sheath, for 26 fr. Outer sheath exhibited a broken ceramic tip. There were no reports of patient harm.

Manufacturer narrative:
E1. Fulll establishment name: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The hysteroscope's broken ceramic tip reported in the initial report was found during reprocessing. The procedure involved was a therapeutic transurethral resection (tur) procedure. The procedure was completed with no delay or patient harm.

Manufacturer narrative:
Update to b5 of the initial report. See b5 for further details. Correction to d2a of the initial report. See d2a for further details. Correction to d4 (lot number) of the initial report. See d4 for further details. Correction to g2 of the initial report. "Distributor" should have also been selected as a report source. This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the beak was damaged. Based on the damage pattern described, it is assumed that the damage was thermally and mechanically induced. There was no evidence of deviation by the customer in reprocessing of the device in accordance with the instructions for use (IFU) and there was no physical damage at the site of the foreign material. Olympus will continue to monitor the field performance of this device.